Event description:
It was reported that the charge time of this cardiac resynchronization therapy defibrillator (crt-d) was gradually increasing at a rate faster than expected. Due to this behavior, it was suspected that this crt-d would reach its elective replacement indicator (eri) based on the charge time before the estimated battery longevity suggested by the eri. Technical services (ts) reviewed the data and noted there was an increase in charge time which appeared to be premature. It was noted this crt-d had been implanted for approximately nine years. Ts discussed the conditions in which eri would be declared. This crt-d remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.